Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the ins was replaced in (B)(6)-2014. ¿the attending physician did not suspect a stimulator defect¿ and instead ¿replaced the device for usual battery depletion.¿ the ins was disposed of at the hospital and was not to be returned for analysis.

Event description:
It was reported the patient observed an elective replacement indicator (eri) message on their patient programmer ¿regardless of the stimulator being turned on or off.¿ it was noted this message was displayed after synching with only the right implantable neurostimulator (ins) and that the left ins displayed an ¿ok¿ message. It was noted the eri message was displayed ¿even though the device had been used only for eight months¿ at the time of report. It was however later clarified that the issue had occurred ¿after a relatively short period of time of approximately 18 months¿ and that this ¿may be a possible defect.¿ it was confirmed the patient¿s device had been implanted for approximately 18 months at the time of initial report. The patient was reportedly going to ¿visit the hospital for a device check and treatment¿ two days after initial report. There were ¿no¿ health hazards to the patient as a result of the event. Additional information has been requested regarding the patient's hospital visit; a supplemental report will be filed if additional information is received.